Event description:
Information was received from a consumer regarding a patient receiving fentanyl with an unknown dose and concentration via an implantable pump for spinal pain. It was reported that patient was calling because they had a pump implant and stated "the pump does not appear to be working." It was noted the patient say an online recall for "priming bolus" and wanted to know what that was about. Priming bolus was reviewed. The patient experienced/was going through withdrawals. No out of box failure was reported and a medical or therapy problem associated with small parts was not reported. The patient was to follow up with their healthcare professional (hcp), and noted they were seeing their hcp today ((B)(6) 2017). The withdrawal was noted as a sudden change in therapy/symptoms. The patient thought the dose and concentration of fentanyl was 250mcg/ml for a total dose of 20mcg/day. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.